Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Results - is based on evaluation of user facility information & the returned sample; is based upon functional testing of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; is based upon functional testing of the returned sample. One 6fr angio-seal vip components were returned for evaluation. A hemostatic sheath and carrier tube assembly were returned not mated together; no additional accessory components were returned. Visual inspection revealed that the bypass tube was located in the hub of the deployment sleeve. The deployment sleeve was in the full rear lock position with the color band visible. The anchor and expanded collagen were exposed at the tip of the carrier tube assembly. No other anomalies were noted in either the carrier tube assembly or hemostatic sheath. Microscopic visualization revealed deformation along the edges of the locking mechanism of the hemostatic cap. No other anomalies were noted in the hemostatic cap. Functional testing was conducted. The deployment sleeve was moved into the rear holding position and the bypass tube was reinserted over the collagen and distal end of the carrier tube assembly. The device was moved into the forward lock position where the hemostatic sheath and carrier tube assembly were mated with the anchor posted. The deployment sleeve was pulled back into the full rear lock position and the device was pulled to expose the collagen and tamper tube. No other anomalies were noted with the device as the device deployed as intended. The angio-seal vip IFU instructions state: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, however, based on past complaint history, it is likely the deployment sleeve was not placed in the full forward lock position or an obstruction preventing proper deployment. The IFU does advise to ensure the anchor has been properly placed or the device will not function. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed according to terumo medical corporation's specifications and procedures.

Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - normal body mass index, around (B)(6). Ethnicity - (B)(6). Race - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician performed thrombectomy on an elderly patient. It was reported that the weight/length was normal body mass index, the procedure was performed via carotis communis (off label use for angioseal), a big artery of approximately 6 mm with no visible plaque at the entry point. The procedure was five hours long but successful. The physician decided to use an angioseal to get a clean closure, but the device failed and the entire device came out, including the anchor. The patient was treated with manual compression but developed a large hematoma at the entry site. The patient was intubated and died days after the intervention. Additional information was received on 1/30/2018: the entry point was in the left carotis communis and that access point was chosen because they could not get access through the arch. Manual compression was held for 20 minutes and blood loss was report to be about 250 ml. The patient was being treated for an m1 occlusion and was intubated due to the procedure/treatment. No autopsy was performed so the actual cause of death is unknown. The physician is an experienced user of angio-seal and has deployed over 500 of them. This was the first one in the cca. This procedure was a longstanding procedure due to the nature of the arch. It was their last try to go through the cca. When they got access to the cca it took a long time to get the thrombus out. The procedural sheath that was used was a 5fr 11 cm sheath and the patient was around (B)(6).